Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited fluctuating shock impedance measurements over the last year that had reached as high as 137 ohms. Technical services (ts) reviewed troubleshooting options and programming considerations. This ICD system remains in service. No adverse patient effects were reported.